Manufacturer narrative:
(B)(4). Batch #r5ar1j. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event could not be confirmed as the device opened and closed without any difficulties noted. Additional information was requested and the following was received: two photos were received. The 1st photo shows a device with the trigger and jaws closed, and blue cartridge loaded. The 2nd photo shows a device from jaw area; a blue cartridge with drivers up and jaws closed can be seen. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined.

Event description:
It was reported that during a right lower lobectomy surgery, after firing the device, the jaw would not open. It was finally opened manually with a lot of force. There were no adverse consequences to the patient. No additional information could be provided.